Manufacturer narrative:
On 12/9/2020, the bwi product analysis lab identified the hemostatic valve dislodgement. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history review was performed for the finished device 00001394 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo" 8.5f bi-directional guiding sheath - medium for which biosense websters product analysis lab identified that the hemostatic valve was dislodged inside the hub. During the procedure, the dilator could not be inserted into the vizigo sheath. The dilator had been flashed and lubricated but resistance was found when trying to force it in. After several failed attempts, the sheath was replaced and the issue replaced. No patient consequences were reported. The sheath obstruction is not MDR-reportable. The hemostatic valve dislodgement is MDR-reportable.